Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving potential false negative results on three different days when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative results obtained on (B)(6) 2022. See (B)(6) and (B)(6) for alternate false negative results. Customer received two potential false negative results on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21801f, reader sn (B)(4)). Prior to receiving the potential false negative result, customer tested positive with cue on (B)(6) 2022. Repeat cue tests performed on (B)(6) 2022 and (B)(6) 2022 provided positive results. Customer had been testing with binaxnow antigen tests twice a day since (B)(6) 2022 and all of these tests have came back as positive. Customer had covid-19 symptoms and known exposure to covid-19. Customer is vaccinated and has received boosters. Test cartridges were stored within the recommended temperature range of 59°f (15°c) to 86°f (30°c).